Event description:
Senseonics was made aware of an incident in which the user experienced high glucose events, with reported discrepancies between blood glucose (bg) and sensor glucose (sg) values (e.g., bg 367 mg/dl vs. Sg 205 mg/dl; bg 400 mg/dl vs. Sg 180 mg/dl). Multiple attempts were made to contact the user to obtain additional information regarding the events; however, the user did not respond.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.